Event description:
Clinic reported leakage from luer lock on venous inlet side mainly during priming but during operation also. Doctors had to change oxygenators during cpb. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. Based on the reported event and our investigations, the reported event is caused by use that is beyond the usage described in our labeling and cleared intended use. The customer used the product after it had already exceeded the shelf life.